Manufacturer narrative:
(B)(4). Additional information baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Device evaluation confirmed the reported condition as 570:xxx; which interrupted delivery. The user interface module master software version is 6.63.92, which is classified as remediated. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation: this device was evaluated at the facility by a baxter service technician. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as failure code 570:xxx . The root cause was determined to be depleted main batteries. The batteries were replaced to resolve this issue. A follow up report will be submitted if additional information becomes available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. A follow up report will be submitted if additional information becomes available.